Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found foreign material of unknown origin in the distal end. The device evaluation also found the connecting tube was scratched, the air/water nut painting was peeling off, the universal cord was scratched, and the angle was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, dirt under the duodenovideoscope biopsy lift elevator. Due to dirt (tissue remnants), only a visual inspection was performed, without electrical or other tests related to the use of water. The issue was found during maintenance. There were no reports of patient harm.